Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored three days with several bolus were also delivered, the insulin pump delivered properly all bolus profiles were properly and matched recorded at the bolus and daily total history screens. The bolus wizard functioned properly per bolus wizard sample in the user guide; no bolus anomaly or history anomaly noted. The insulin pump was able to download to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump was also programmed with test glucose meter; the insulin pump communicated properly and recorded the 60 mg/dl value properly from glucose meter. No unexpected low reservoir or low battery alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call to have experienced fluctuating high and low blood glucose readings. The customer had blood glucose of 600 mg/dl which was treated with 20 units of manual injections. In half an hour, the customer's blood glucose dropped to 32 mg/dl. The customer treated with juice, milk and cereal. The customer also had low readings of 46 mg/dl, which was treated with food. The customer also had symptoms such as anxiety and treated with a zanax. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.